Event description:
Customer reported that she was hospitalized due to high blood glucose. Customer stated that the blood glucose reading was over 800 mg/dl and was taken to the hospital for assistance. Customer stated that she was having trouble with her insulin pump it was alarming no delivery. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.